Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 402 mg/dl. Another blood glucose value was 240 mg/dl. The user alleged the insulin pump was under delivering insulin due to they changed infusion set and blood glucose went high. The auto mode feature was inactive at the time of high blood glucose event. The customer was treated with injection by insulin pen. No harm requiring medical intervention was reported. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.